Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery the screws broke. Per complaint reporter there was no harm for patient, operator or third party. No further information was received. Update avoe 12-sep-2025: it was confirmed that the error occurred during an anterior cruciate ligament repair surgery. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.